Manufacturer narrative:
Alarm.

Event description:
While performing pre-operational testing during service, the manufacturer's service technician reported the backup alarm test failed. The service technician replaced the backup alarm to correct the finding. Performance verification testing was completed and passed per operating specifications. The customer did not report the finding during any previous usage. There was no patient involvement and no patient harm reported.